Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was showing the wrong med infusing during a patient infusion. No medication was administered to the patient as the infusion channel was off. The following infusions were also connected at the time of event: fentanyl 2500 mcg in 50 ml (4ml/hr); ketamine 1000 mg/100 ml ns (1.8 ml/hr); neosynephrine 80 mg/250ml ns (17.1 ml/hr); propofol 10mg/ml (54.7 ml/hr). There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Omit: c20 - no findings available. Correction: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date. Additional information: imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the large volume pump module was showing the wrong med infusing during a patient infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date of 01 august 2024 at 2:40 (am/pm). The suspect pump module event log shows that pcu s/n (B)(6) was attached during the last programmed infusion. On 31 july 2024 at 12:39 am, the pump module event log showed that it was selected, and it was programmed at a rate 9ml/hr with a vtbi of 100 ml. The infusion was started. At 12:40 am the pump module was selected, and it was programmed at a rate of 9 ml/hr with a vtbi of 100 ml. The infusion was started. At 6:43 pm the infusion was paused, the pump module was selected and left on standby. At 7:19:17 pm, the pump module was channeled off. No further infusions were noted on this day. The pcu was not returned; therefore, a review of these logs could not be performed, however the customer reported that the drug infusing at the time was vasopressin. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported rate issue was not identified during the investigation. Note that this report lists imdrf annex a040502, a1801, g04037, g04088, g02017, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the large volume pump module was showing the wrong med infusing during a patient infusion. No medication was administered to the patient as the infusion channel was off. The following infusions were also connected at the time of event: fentanyl 2500 mcg in 50 ml (4ml/hr); ketamine 1000 mg/100 ml ns (1.8 ml/hr); neosynephrine 80 mg/250ml ns (17.1 ml/hr); propofol 10mg/ml (54.7 ml/hr). There was patient involvement but no harm.